Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one prevail drug coated balloon (dcb) was used to treat the a lesion located in the 1st diag stands for first diagonal branch (d1). Two onyx frontier were used during the second intervention. Following the second percutaneous coronary intervention (pci), the patient developed chest pain accompanied by st-segment elevation. The patient was taken back to the catheterization laboratory for a third time, where distal occlusion of the left anterior descending (lad) coronary artery was identified. The vessel was considered too small for intervention. ((B)(6)) ((B)(6) 2026). Patient's hospitalization was prolonged. Patient is recovering. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.